Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that a couple of times, her infusion set's tubing had detached at the quick release. This usually happened after she took a bath or was just at her work. The site location was her stomach and the pump was also on the same side. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The tubing was a little loose and the pump was not dropped with the set connected to the patient's body. No further information available.